Manufacturer narrative:
Potential adverse events in the labeling with the penumbra system include, but are not limited to, arteriovenous fistula, vessel spasms, thrombosis, dissection, or perforation, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse event was an anticipated complication. Results: the jet7 was damaged approximately 128.0 ¿ 130.0 cm from the hub, 2.0 cm from the distal tip. The rotating hemostasis valves (rhvs) returned on the velocity and neuron max were push-to-open versions. It was noted that this valve comes in from two sides and not circumferentially. Upon functional testing, a demonstration jet7 was advanced through the returned neuron max without issue. The returned velocity and guidewire were subsequently advanced through the demonstration jet7 without issue. Conclusions: evaluation of the returned jet7 confirmed damage near the distal tip. At the damaged site, approximately half of the circumference of the jet7 lumen was exposed, and coil winds were unwound from the lumen. Based on the complaint report and case images provided, a contrast run was performed through the jet7. The root cause of the initial damage could not be determined, but if the catheter is occluded or damaged, injecting fluid may result in additional catheter damage. Based on case images provided, the catheter appears to be intact. Further evaluation revealed that the rhv used in the procedure required pressure against a spring-loaded mechanism to open the valve. There is no way to lock this valve open. This may have contributed to additional damage to the distal tip of the jet7 upon retraction from the patient. Lastly, the distal damaged portion of the jet7 would likely not be able to be track within anatomy or be retracted through the rhv without fracturing. This evidence suggests the observed damage on the returned jet7 likely worsened during retraction of the device through the rhv and was incidental to the reported event. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit. It was noted there was likely vessel disease in the cavernous carotid near the carotid terminus. During the procedure, the physician placed a neuron max 6f 088 long sheath (neuron max) in the internal carotid artery (ica), then advanced a velocity deliver microcatheter (velocity) over a non-penumbra wire and penumbra system jet7 reperfusion catheter (jet7) through the neuron max. The jet7 was then tracked to the m1 and placed at the face of the clot. Next, the velocity and wire crossed the clot. There was no report of resistance while advancing the devices into position. However, the physician did not like where the velocity was and, therefore, the wire and velocity were retracted into the jet7. A contrast run was performed through the jet7, which revealed a fistula. The procedure was aborted at this point. Upon removal of the catheter, damage was observed near the distal tip. It was reported that there may be a possible relationship between the vessel injury and the jet7.